Event description:
It was reported to philips that the system's c-arm moved in the opposite direction, when it was moved to the left, it went to the right, and vice versa. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.